Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock and tubing on multiple occasions. The customer's blood glucose level ranged from 187-238 mg/dl and it was addressed with a bolus via the pump. Tandem's technical support informed the customer on the proper cartridge filling technique and recommended to prime out the air bubbles by fill tubing.